Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. It was stated that the customer was vomiting prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the father stated that the insulin pump was changing the time and date on its own. The father requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.